Event description:
The customer reported to olympus that the camera head coupler was loose. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the investigation findings. A definitive root cause could not be identified. A probable cause was not identified.

Event description:
The customer reported to olympus that the camera head coupler was loose. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was not returned and customer allegation was not confirmed. It was confirmed that the phenomenon "loose coupler" was mentioned in the instruction manual . However, whether the cause of the occurrence was caused by customer handling or not could not be estimated from the results of this investigation. In the instruction manual "preparation and inspection_inspection of camera head", the following description is found. Check that there is no loosening or rattling of the free lock lever when the free lock lever is lightly held and lightly rotated in a counterclockwise direction. Check that there is no looseness or rattling in the scope mount when the scope mount is operated. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was shipped in accordance with the specifications. The most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.